Event description:
It was reported that there was a hole in the PICC line. Appeared as a nic. No other information was provided. Additional information received 7/10/2024: a home ic patient contacted nurse that when he went to flush his PICC line there was fluid coming out under his dressing. Writer had patient come in for assessment. Consulted mrp (ortho) orders received to d/c PICC line. When the patient came in to facility PICC was 6cm ext to hub. When PICC was removed it was noted that there was a hole in the PICC line slightly after the 7cm area. Protocol followed for PICC removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 6 cm and 7 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a hole in the PICC line. Appeared as a nic. No other information was provided. Additional information received 7/10/2024: a home IV patient contacted home IV nurse that when he went to flush his PICC line there was fluid coming out under his dressing. Writer had patient come in for assessment. Consulted mrp (ortho) orders received to d/c PICC line. When the patient came in to facility PICC was 6cm ext to hub. When PICC was removed it was noted that there was a hole in the PICC line slightly after the 7cm area. Protocol followed for PICC removal.